Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty cycler and the patient event of hypertension, shortness of breath, lethargy, mild edema with subsequent cardiopulmonary arrest and death. However, there is no documentation to show a causal relationship between the adverse event and the liberty cycler. Additionally, there are no allegations of a machine malfunction or deficiency reported for this event. The pdrn suspected that patient was fluid overloaded, however, there is no documentation to support the claim. The patient¿s cardiac history of atrial fibrillation could have caused or contributed to the death. Atrial fibrillation is the most common arrhythmia contributing to dialysis mortality. Based on the available information a cause of the patient cardiopulmonary arrest with subsequent death is not confirmed.

Event description:
During follow up for a separate event the peritoneal dialysis registered nurse (pdrn) for this patient reported that he expired on (B)(6) 2018. The patient was admitted to the hospital (B)(6) 2018 for hypertension, shortness of breath, lethargy and mild edema. The pdrn stated she believes this was due to fluid overload. The patient continued peritoneal dialysis therapy in the hospital and went into cardiopulmonary arrest during treatment at approximately 0130 hours on (B)(6) 2018 resulting in death. The patient was connected to the liberty cycler at the time of the event. It is unknown if the patient received resuscitative efforts as no information was provided. The cause of death is listed as cardiopulmonary arrest.